Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding a cartridge alarm 19 during the load process. Customer's blood glucose level was 163 mg/dl. The customer was able to load a new cartridge successfully and indicated a correction bolus would be administered.